Manufacturer narrative:
Catheter model 8709sc, serial # (B)(4), implanted: (B)(6) 2010, explanted: unk; catheter accessory model 8578, serial # (B)(4), implanted: (B)(6) 2011, explanted: unk. (B)(4).

Event description:
It was reported the patient experienced ineffective pain relief, there was trouble shooting done but the specifics were not known. There was not any volume discrepancy. Two months later it was added that the cause of the event was not known, there were no programming issues. A catheter revision was done and morphine was changed to bupivacaine and dilaudid. Patient outcome was noted as no injury, "patient says pump is helping to some extent to relieve the pain- need breakthrough medication often."

Manufacturer narrative:
(B)(4).